Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, they found that the balloon had air leak. The customer reported that there was difficulty of intubation, difficulty in alignment and inability to enter the fiberoptic bronchoscope. They decided to change a double lumen bronchial cannula of different materials and re-intubation was successful. During the two-hour period, the patient was found to have oral bleeding and a lot of secretions. Patient was treated with hormones and hemostatic drugs.